Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause for the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during dwell two of four. The hp stated that a supply bag had disconnected. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The hp was to finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.